Event description:
Zoll customer support contacted a (B)(6) female pt to exchange his electrode belt. The patient's download revealed 'gel previously released' flags and 'impedance high flags' without prior gel release. While troubleshooting, the patient confirmed a damaged cable. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released/impedance high/damaged cable) has been confirmed. As received, the belt failed incoming testing. Upon eval, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The cause of the gel previously released flags, impedance high flags, and incoming test failure is the damaged cable and wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.